Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/21/2023, it was reported by a sales representative via sems that a quantity of 2 ar-9530m-03 univers revers, trial humeral insert from different lots had an issue. The surgeon tried to use the device during a trial and snapped in the middle of the case. All the fragments were retrieved, and nothing was left inside the patient. The case was delayed for one minute and continued using another of the same arthroplasty device. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2023, with no reported adverse event or patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the hemostat holes were chipped. Also, it was observed across the edges of the trial and along the inner diameter. No particulates were returned. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Functional testing was performed, and it was noticed that the device did not work as required due to the holes, inner diameter, and edge damage. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Event description:
08/28/2023, additional information was provided: "how long was the delay in the procedure? - maybe a minute to locate and open a backup humeral 2 set. Date of the procedure: (B)(6) 2023 facility account name, account number, and/or address where the procedure took place? (B)(6) medical center (bill to: (B)(6), ship-to:(B)(6)). What procedure was being performed? - revers total shoulder arthroplasty both instruments were shipped ground last week to arthrex returns."